Manufacturer narrative:
Previous h10: update "b3: event date" to "b3/d10: event date", "january, 2024" to "january 30, 2024", and "e1: initial reporter first namecheck" to "e1: initial reporter postal code". H4: the lot was manufactured between may 5, 2023 to may 6, 2023. H10: the actual device was received for evaluation with 99 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not empty even after unplugging it two days later. The residual volume of solution that remained in the device was not reported. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred between (B)(6) 2024 to (B)(6) 2024. E1: initial reporter first name: (B)(6). E1: initial reporter first namecheck: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.